Manufacturer narrative:
Section a2, a3a,a3b, a4, a5, a6: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. The catalys system is not an implantable device. Section d6b - explant date: not applicable. The catalys system is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that in the left eye (os), an anterior capsular defect occurred after catalys use, with further extension after iol implantation; no vitreous loss was reported. Through follow up we learned there was no medical or surgical intervention outside the standard of care. No further information was provided.